Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the internal leakage test, pressure transducer test, safety valve test failed pre-use check, power error and an open safety valve error occurred and the dc/dc &standard connectors has been replaced to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Power failure 24 volts too low alarm shall be triggered when +24 v supply is below +21.5 v for more than three seconds. Open safety valve error indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. Dc/dc & standard connectors printed circuit board convert and supply required internal voltages, control switching between mains power supply and external 12 v battery, and hold a number of standard connectors. Device's logs confirm occurrence of claimed pre-use check failures. The claimed part was not available for further analysis. The cause of the reported issue has been determined as related to dc/dc &standard connectors.

Event description:
Manufacturer's ref. #: (B)(4).